Manufacturer narrative:
The manufacturer has completed the investigation of an everflo oxygen concentrator that was connected toa power strip that was plugged into an ac wall outlet. The reporter of the event observed flames coming from the power strip. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator was connected to a power strip that was plugged into an ac wall outlet. The reporter of the event observed flames coming from the power strip. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.